Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. It was reported by the facility that the device jammed in the sheath due to a kink in the sheath. However, based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip vascular closure device jammed in the sheath due to a kink in the sheath. Manual compression was applied for 30 minutes or less. The patient condition was described as fine. No further information is available. Additional information: the stopcock was opened on the procedural sheath prior to shuttle down. Excessive force was not applied when shuttling down. There were kinks in the procedural sheath or device after removal. Vessel location: coronary stick location: medium sheath size: 6f.